Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was difficulty placing the right atrial (ra) lead. Post operation, a wide qrs complex was observed. It was determined that the ra lead was unintentionally placed in the right ventricle. During a post operation check, the lead exhibited high impedance and threshold measurements. The lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.